Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of myopotential noise. It was noted that the patient intrinsically had a sinus tachycardia. The lead sensed the myopotential noise, which prematurely delivered the anti-tachycardia pacing (atp) therapy. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.